Manufacturer narrative:
(B)(4). Concomitant medical products: palacos cement item # 00111314001 lot # 80684396, palacos cement item # 00111314001 lot # 79964393, femoral component item # 00599601452 lot # 62896158, polyethylene insert item # 00597206529 lot # 62989688, art surface item # 00596202212 lot # 62809714. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04775. 0001822565-2019-04776. Complaint was unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no related deviations or anomalies. Medical records were not provided. Per the nexgen cr, ps, cra, lps, and lcck package insert, pain and loosening are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right total knee arthroplasty. Subsequently, patient underwent a revision procedure approximately two years post-implantation due to loosening and pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: a1, a4, b4, b5, b7, g3, g6, h2, h6, and h10.

Event description:
It was reported the patient underwent a right knee revision approximately two years post-implantation due to tibial tray loosening and pain. The tibial tray was removed and replaced with zimmer biomet product. No further complications have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient needed cortisone injections, xrays showed radiolucency around the tibial tray in both knees, patient needed to walk with a cane and had limited ambulation, right total knee has a loosened tibia with and increased report of pain, improvement seen with revision. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.